Manufacturer narrative:
Concomitant medical products: icf09b52 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.